Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case fell and caused the infusion set to pull out. The customer's blood glucose was not impacted. The customer inserted a new infusion set and resumed insulin delivery.